Manufacturer narrative:
No samples were received for investigation of pr (B)(4) , in which the customer has stated: "significant amount of air reported in gravity line when used for cerebral stenting procedure." The product in use at the time is reported to be a 02008382189 from lot 575884. Further information from the customer has stated that there are two incidents were identified with multiple small air bubbles up to 2mm in size noted throughout the entire IV tubing from proximal to distal and large ¿block¿ of air (~15cm) noted about 2cm below level of filled fluid chamber. The multiple small air bubbles were identified at the middle of ecr and another large ¿block¿ of air at the commencement of case when the flush line was about to be connected to the sheath while infusing with heparinised saline (5000 units in 1000ml 0.9% IV sodium chloride). The customer also confirmed that the IV bag was hung on an IV pole attached to the foot of the procedural table ¿ (IV pole approximately 90cm above height of table) and no leakage was identified at the time of event, furthermore, there was no evidence of any visible damage to set or IV bag. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 575884 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature.

Event description:
It was reported that bd gravity set had air in line the following information was received by the initial with the following verbatim significant amount of air reported in gravity line when used for cerebral stenting procedure. Line was primed with heparinized saline and pressure bag was also used during the procedure over the 1l bag.